Event description:
A (B)(6) female pt contacted zoll customer support for an unrelated issue. During servicing of the pt's monitor, a reportable problem was discovered. The monitor had extensive contamination. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, extensive contamination was discovered inside of the monitor. The contamination damaged components u201, j502, the jtag board and the lcd ribbon cable, casing abnormal shutdowns. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The pt was issued a replacement monitor.